Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the device screen did not turn on and that it was beeping. No patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer: updated device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with cracked top case corners. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. A blank screen with constant alarm was found at power up. This was likely due to an incomplete upload process by the customer. For corrective action they uploaded software from base to head of the pump which cleared the problem. The root cause was traced to user error/improper upload by the customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).